Event description:
It was stated that the customer was hospitalized for high blood glucose levels and pneumonia. The reported blood glucose reading was 597 mg/dl. It was stated that the insulin pump was dropped at the hospital, causing damage to the case and battery compartment. The son had no supplies with him to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.